Event description:
Reporter indicated that a handheld computer froze during an interrogation and had several problems following the most recent software upgrade. The user removed the battery which resulted in an error that displayed "a technical error has occurred". Further instructions indicated for the user to press a button. This resulted in the handheld computer turning off. It was reported that the handheld computer could not be used again. The handheld computer and flashcard have been returned to the MFR and are awaiting product analysis.